Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported no audio sound. The vibratory feature was reportedly working on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue not resolved during troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 08/21/2013. Device evaluation: on investigation, the pump powered on without auditory function present. The auditory alarm settings were set to ¿high¿ for testing. There was no sound during testing. The pump was opened for investigation and revealed a defect in the solder on a connection for the audio function.